Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional regarding a patient receiving unknown morphine 10 mg/ml for a total dose of 1.8 mg/day via an implantable pump for non-malignant pain. It was reported an alarm was heard and confirmed by telemetry. The healthcare professional (hcp) reported a critical alarm occurred for low battery reset, reset, and safe state. The hcp stated there were multiple resets that started today ((B)(6) 2017). Pump replacement, sending the pump back for analysis, silencing the alarm, and minimum rate mode were all discussed. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.